Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the first implant was deployed as per surgical technique behind the knee capsule. Then, on the second capsule pass an attempt was made to deploy the second implant, but the anchor did not deploy. The repair had to be aborted and the suture and implant retrieved from the knee joint. There was not significant delay and no patient injury was reported.